Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump received off no power alert. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of off no power alert now within 24 hours of low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.